Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional therapy electrodes (tes).

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional tes) was confirmed. As received the belt failed incoming testing. Upon evaluation, there was an open along the front pulse wire of the trunk cable. The cause of the non-functional tes is the open pulse wire. The root cause of the open wire cannot be positively identified, but is likely excessive force placed on the cable. No adverse event resulted from the defective belt.